Event description:
It was reported the customer had adhesive issues with their sensor. The customer also reported there was no needle in their sensor. Customer stated they noticed the issue when their transmitter was not blinking. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.